Manufacturer narrative:
The insulin pump passed all operating currents tested within the specifications range; it passed off no power test. Displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. The insulin pump was monitored and tested with no failed battery test and unexpected battery out limit alarm noted. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed battery-out limit after replacing the battery in a timely manner. The customer¿s blood glucose level was 196 mg/dl at the time of the incident. Customer states that she went on vacation and left insulin pump at home. She left the pump without the batteries in it. She was manually injecting during vacation. When she got back, she placed new batteries into the pump and received battery-out limit alarm and failed battery test. Customer was assisted in troubleshooting and it did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.